Event description:
It was reported that mid way through a lap nephrectomy, the device attached to the generator stopped working and a continuous error tone was heard. The device was taken apart and put back together as well as the machine was turned off then on again, but still the device would not work. A like device was opened and it worked properly. Due to the time all that took, the procedure had to be converted to open due to the pt bleeding.